Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional information was received that due to right sided cardiac congestion there was an increase of inr beyond therapeutic range.

Manufacturer narrative:
The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. A definitive root cause cannot be established.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure in tricuspid position. It was reported that on post-operative day 25, thrombosis with leaflet thickening and reduced leaflet motion was observed. The mean gradient was 13 mmhg with an inr 7.1. The patient was asymptomatic and reported slightly improved dyspnea. Patient received medical fibrinolytic therapy with intravenous alteplase 100 mg plus heparin. Due to valve thrombosis, the patient developed kidney injury with creatinine level raised up to 1.93mg/dl. At time of discharge, core lab findings showed no stenosis or thrombus with a mean gradient was 5.8mmhg. The core lab review on 30 days follow up tee, mean gradients were 9.7 mmhg and patient had moderate tv stenosis, restricted leaflet motion.